Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Sample not returned.

Event description:
Sherlock magnet tracking is reported to be inaccurate.